Event description:
It was reported that the device is suspect of premature battery depletion as the longevity of the device is very short. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary - the device was returned, analyzed, and no anomalies were found.